Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 24mmol/l and ketoacidosis. It was stated that when the customer woke up her blood glucose was 22mmol/l, and she programmed a bolus, but the blood glucose continued being high. It was stated that the customer does not trust the insulin pump anymore. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.